Event description:
It was reported that post-implant, the capture threshold and pacing impedance of the new leadless pacemaker (lp) were noted to increase. The lp was retrieved and re-implanted in a new position on (B)(6) 2024. The patient was stable.